Event description:
It was reported, that device had a damaged battery door, cb overdue and error 1261 displayed. The event occurred, during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The cause of the customer reported problem was a defective printed circuit board (pcb). Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the pcb board, and the pump passed all functional tests and performed as intended after repair.